Manufacturer narrative:
It was reported that speci-cath was bent and could not be inserted in peds patients. Over the weekend, three different competent ed nurses experienced the same problem with one pediatric patient the catheter's tip repeatedly folded and kinked, making urethral advancement impossible. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that speci-cath was bent and could not be inserted in peds patients. Over the weekend, three different competent ed nurses experienced the same problem with one pediatric patient the catheter's tip repeatedly folded and kinked, making urethral advancement impossible.